Manufacturer narrative:
(B)(6).

Event description:
It was reported during surgery, once the device was opened, the implant t1 was not able to strip off, then implant t1 and t2 fell off simultaneously. Both t's were removed. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed the knot has been cinched. The ts and suture show no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint device was not available for evaluation in the initial report ((b(4)2019). It was until (B)(4) 2019.

Event description:
It was reported during surgery, once the device was opened when prepared to advance t1, the implant was not able to strip off, then implant t1 and t2 fell off simultaneously. Both t's were removed from patient. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported.